Manufacturer narrative:
The customer reported lipid filter set occluded and returned one used set of material 20129e and lot 23099411. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was then set to infuse for 8 hours at a rate of 1 ml/hr with a 85% glycerin and 15% water solution. After 8 hours, the set did not show any issues or signs of occlusion. The customer complaint could not be replicated. Device history record review for model 20129e lot number 23099411 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material#: 20129e. Batch number#: 23099411. It was reported by customer that lipid filter clogged and had to be replaced, will not infuse. Verbatim#: rcc received a complaint via email. Email(s) attached. Item description: tube IV ext w/ filter 1.2 mi, lawson# 221308 , mfg# 20129e, lot# (10)23099411 , qty: 1 ea. Description of problem: lipid filter clogged and had to be replaced, will not infuse. No patient harm. Please initiate the return and credit. Also make sure to use our choc report number for all communication.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.